Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient recently had an incision and drainage washout (B)(6) 2023 and (B)(6) 2023 of a wound that arose in an area next to his driveline exit site. On (B)(6) 2023 the patient experienced confusion, weakness, and increased temperature, all due to sub-xiphoid,bacterial infection that started (B)(6) 2023. Wound culture and sensitivity were gram positive rods. The patient was discharged and went home with home wound care. Log files were submitted for review and captured no unusual events recorded in the event history. The mechanical circulatory support equipment was operating as intended.